Event description:
In 2007 - patient was implanted with a bard/davol composix e/x ellipse mesh, lot 43iqd302 to repair a ventral incisional hernia. Over the next five months, the composix e/x mesh became excessively adherent to the greater curvature of the stomach and to the small bowel and colon, causing irritation of a previously healed serosal tear of the colon and leading to severe infection. In 2008 - patient's composix mesh adhesions caused such a serious infection that a sinus tract developed reaching all the way from the skin opening to the mesh and requiring explantation. The mesh used in the patient's hernia repair surgery failed, resulting in patient's suffering pain and harm.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all; pt, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.